Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number. H3 other text : see h.10

Event description:
It was reported that bd safe-clip¿ needle clipping & storage device was not clipping. This was discovered during use. The following information was provided by the initial reporter: material no. 328235. Batch no. Unknown. It was reported that safeclip is not clipping. Verbatim: consumer reported that his safe clip needle clipper is not clipping the needles. He said he had it for a few years but he doesn't use it often and it is not full.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd safe-clip¿ needle clipping & storage device was not clipping. This was discovered during use. The following information was provided by the initial reporter: material no. 328235 batch no. Unknown. It was reported that safeclip is not clipping. Verbatim: consumer reported that his safe clip needle clipper is not clipping the needles. He said he had it for a few years but he doesn't use it often and it is not full.